Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the duration of implant as 9 years and 6 months prior to the explant event. Another reason for replacement was reported as a pressure gradient increase. It was also reported that the leaflet perforation was observed as tears in the leaflets. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appears slightly desiccated. The right and non-coronary cusps are in the closed position. The left cusp is in the open position. All leaflets are slightly stiff but flexible. Tears and abrasions through the free margin and lunula of the right and non-coronary cusps appear to be due to contact with long suture tails. Although the suture tails have been removed during explant, the characteristics of the abrasions are consistent with historical events for contact with long suture tails and appear to be in-line with the needle holes along the outflow of the sewing ring. Small tears observed along the inflow margin of all cusps appears to be associated with the removal of host tissue. All commissures appear intact. Remnants of pannus are observed on the inflow and outflow of the sewing ring. An unknown amount of pannus appears to have been removed from the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an unknown duration post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic product. The reason for the replacement was reported as the leaflet was perforated. No additional adverse patient effects were reported.